Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. The customer has acknowledged product misuse by employees. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. On aug. 19, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube the device experienced insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "a blood clotting issue occurred with the tube. Additional information received 2021-18-19: received update from sales representative, event description updated as follows: it was caused by improper operation of new clinical practice nurses. The quality problem of blood collection was excluded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube the device experienced insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "a blood clotting issue occurred with the tube. Additional information received 2021-18-19: received update from sales representative, event description updated as follows: it was caused by improper operation of new clinical practice nurses. The quality problem of blood collection was excluded.